Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to the lead was unraveled from the terminal pin as it was disconnected from the old generator. No additional adverse patient effects were reported.